Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire could not be removed from the lead despite multiple attempts. The lead was removed and replaced. The patient was reported to be in stable condition.